Event description:
The complainant reported a patient with an acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support and encountered a low pump flow after approximately a couple of hours on support. The impella cp device had been placed and was at performance level p-7 of approximate flows of 3.2 liters. The patient required bilevel positive airway pressure to maintain adequate oxygenation. Coronary artery bypass graft procedure was started once the patient was placed on the pump. The impella cp device was placed in surgical mode. Two-vessel bypass was performed without any noted or apparent complications. At completion of the procedure and just prior to weaning from by pump, the physician noted the patient appeared to be deteriorating. Impella therapy was resumed and initially was able to achieve performance level p-4 with flows of approximately 2.5 liters. However, shortly after initiation of the impella, the automated impella controller (aic) waveforms quickly separated, and suction was noted. It was advised that the patient could possibly benefit from additional volume. However, placement observation was necessary. Echocardiogram was requested and was delayed due to the need for a cardiologist presence. While waiting for echocardiogram, the physician attempted to pull the impella cp back very slowly while monitoring aic waveforms. Unfortunately, waveforms remained unchanged, and suction persisted. The discussion was then made regarding impella 5.5 placement. However, this would still require echocardiogram. The physician opted to remove the impella cp device and place an intra-aortic balloon pump due to time constraints and lack of echocardiogram support. The patient was reported to be in stable condition following the event.

Manufacturer narrative:
The impella device was discarded by the customer and therefore,¿an evaluation of the device was not possible. Should any new information be received, a supplemental manufacturer device report will be filed.